Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The insulin pump a33 during prime/a33 alarm test due to moisture damage noted in the force sensor resistor also, moisture damage was noted on the motor assembly. Unable to program and verify bolus delivery due to a33 alarms. Unable to perform basic occlusion, occlusion, excessive no delivery alarm test, self test, a21 alarm test and off no power test due to a33 alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near the display window corners noted.